Manufacturer narrative:
The event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain/discomfort due to the their ipg no longer being stationary in the pocket. In turn, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the patient's pocket site was reduced and their ipg was sutured down to address the issue.